Manufacturer narrative:
Initial.

Event description:
It was reported that after completing a rewind and aligning the cartridge in the correct orientation, the user could not fully seat the cartridge or lock the connector, with no debris observed in the chamber and no alerts displayed; the event was characterized as a failure to attach the cartridge due to a mechanical fit issue, and a replacement device was provided. Symptoms included no reported adverse clinical effects and blood glucose reportedly unaffected. Outcomes included no medical intervention or hospitalization. Investigation included a review of user statements and troubleshooting that confirmed rewind completion and correct insertion technique. Investigation of this case revealed a likely mechanical malfunction related to the cartridge interface that prevented proper engagement, consistent with a device mechanical problem affecting the cartridge and connector components. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with a mechanical fit or tolerance issue.